Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: free style libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced an abscess and at the pod infusion site leg while wearing the pod between 5 and 24 hours. The patient stated that the site became inflamed and red with an insulin pocket under the skin. The patient removed the affected pod and subsequently applied a replacement pod to the same leg. Shortly thereafter, the patient's blood glucose levels increased to 18 mmol/l (324 mg/dl), and upon removal of the replacement pod, bleeding was observed at the infusion site. The infusion site was managed at home with antibacterial cream. During a routine healthcare provider appointment on (B)(6) 2026, the site was evaluated and identified as an abscess. Although antibiotics were considered, they were not prescribed as the reported symptoms had improved with the use of antibacterial cream and the abscess and insulin pooling had resolved. No further information was provided.